Event description:
It was reported, during an in-vitro fertilization (ivf) embryo transfer procedure using a guardia access nano embryo transfer catheter, the "nozzle" felt rough and foreign matter described as "plastic filaments" were seen under the microscope. The device was not used. A new device was used to complete the embryo loading procedure. No adverse effects were noted.

Manufacturer narrative:
H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b1, h1: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Correction: b3, h6 = medical device problem code (annex a). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.